Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid droplets was observed throughout a prismaflex st100 set. The issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the sample was not available for evaluation. A batch review was performed and it confirmed there was one (1) manufacturing nonconformity recorded regarding this lot number, which was related to the reported event. The batch was nevertheless released based on the fact that this kind of moisture has no negative influence on safety, reliability, or performance of the product. The cause was associated to excessive moisture due to a malfunction of a manufacturing equipment . This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.